Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 4351m, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
It was reported when placing the leads they used endoscopy and verified that both leads had entered the stomach cavity. The lead needles were removed and repositioned not as deep. The location of the needles were re-verified and found to be good. Continuation of the lead implantation was performed. It was also reported when the physician was placing the first surgical clip onto the blue monofilament the physician did not preload the clip appliers and the blue monofilament was cut. The monofilament was cut with enough tail that allowed for the two clips needed to be placed. No action was needed since there was still enough tail to properly clip two clips required for protocol.

Manufacturer narrative:
Analysis of the lead (B)(4) found that the lead body was cut through and the product was segmented. Analysis of the lead (B)(4) found that the lead body was cut through and the product was segmented.

Event description:
Information received from a healthcare provider for a clinical study, via a manufacturing representative, reported that the patient's system was explanted on (B)(6) 2016 as the patient voluntarily withdrew from the clinical study and requested the device be explanted. The implantable neurostimulator (ins) had normal battery depletion. There was no patient death, no patient injury, and the patient recovered without sequelae after the device was removed.